Event description:
Info received indicates the right foot siderail would not latch in the raised position.

Manufacturer narrative:
The technician found the siderail latch spring was not seated correctly. He reseated the latch spring to repair the bed.